Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was initially report a piece of pump had fallen off; however after further clarification it was reported the customer's infusion set site had unknowingly come out during the night of (B)(6) and customer woke up with an elevated blood glucose level (bg) and was unable to stabilize their bg level. The customer went to the emergency room on (B)(6) with a reported bg level of 500 mg/dl and was in diabetic ketoacidosis. The health care professional did not indicate if the ketone levels were dangerous. The customer was placed on an insulin drip. The customer's bg level would not come down and was reported to have risen to 600 mg/dl, at which time they were admitted into the hospital. The customer stated the elevated bg level would not come down due to being given high sugar food while in the hospital and not receiving proper insulin for the food intake. The customer was released from the hospital on (B)(6) with a bg level of 300 mg/dl. The customer was able to stabilize their bg's 3 hours after leaving the hospital. Although requested, customer was unable to provide infusion set manufacturer information.